Event description:
Chief technician, reported a fiber blood. There was no patient injury reported. Number of reuses for this dialyzer is 14. Per discussion with the facility, the leak occurred at the onset of treatment and therefore a tmp value was not recorded. The blood leak was confirmed with a positive hemastix. Treatment was continued with new disposables. The estimated blood loss was 200 cc. The facility uses the renatron with renalin. The renatron received periodic maintenance in august and was calibrated on schedule. The ro water system at this facility is 11 yrs old. The contact at the facility mentioned that this is a warm summer , and the fact that the city added alum to the water. She stated that this could clog fibers, but feels the fiber leak is a separate issue. The ro holding tank is in the back room. It is a loop. Near the end of the loop is the bicarbonate mixer and then the renatrons. The facility has been using CT 190g dialyzers for over one year. Further discussion with the chief technician revealed that there are some new people and that events have occurred when she has a day off.

Manufacturer narrative:
The manufacturer has reviewed the manufacturing records, the process inspection records, and the release inspection records. No problems were found and the lot was manufactured under normal condition. The issue of dialyzer fiber blood leak is addressed in technical summary prts00105. Further, nipro has stated that: it is surmised that water pressure used in the reprocessing/preprocessing process or foreign matters possibly contained in the solution used in the rinsing process have affected the hollow fibers, causing the fiber leaks. The dialyzer was visually inspected for defects relating to the reported fiber leak. No visually noticeable defects were found. The dialyzer was then tested for leaks using the manual leak test. The dialyzer experienced a pressure decay of 170.0 mmhg over the 60-second duration of the test. The test starts at 300 mmhg; therefore half of the pressure was lost. Note: the pressure decay was greater than 10mm hg in 60 seconds, thus the manual bubble point test was performed. During the manual bubble point test, the dialyzer experienced a pressure decay of 152.0 mmhg over the 30-second duration of the test. Air was observed propagating from the venous side of the dialyzer near the venous dialysate port. Note that the leak location is inside of the test strip zone. The dialyzer failed this test, since the loss in pressure was greater than 10 mm hg in 30 seconds.